Event description:
On (B)(6) 2008, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. She was able to remove the plunger from the piston rod. She was educated on the proper procedure for cartridge removal. She stated that a small amount of insulin spilled into the cartridge compartment of the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No physiological effects were reported. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.